Event description:
(B)(4). It was reported by the facility staff that the 9805p hydraulic lift would raise the patient. However, it would slowly drift down, not giving enough time to transport her. There was no patient injury reported.